Event description:
In march 2005, it was reported that a pt had a left acl in 08/2004 using an autograft and 2 bioabsorbable screws from the reported catalog and lot number. In 8 days later th pt was hospitalized and arthroscopic debridement was performed. Pt received IV antibiotic but was returned to surgery for an open debridement on the 3rd day pt was discharged from the hosp before returning in about 2 weeks later for a screw and graft removal. Cultures were positive for staph aureus growth. Pt was discharged on oral antibiotics. It is reported that the pt is currently free of infection.